Event description:
The pt with a hip prosthesis in one hip sustained a trochanteric fracture in the contralateral hip in 2008 and underwent surgery about 2 days later with a pc.c.p. Plate. Seventeen days postoperatively, the pt was seen in the clinic walking with an assistive device. The fracture had dislocated into varus and the pc.c.p. Plate implanted to stabilize the bone had detached from the pt's femur. The implant was intact, the cephalic screws were both still in place, but the direct pull out had extracted the shaft screws. A reintervention was required to restore the correct position of the femoral bone. A hip prosthesis was implanted and the pt is now doing well with regard to the healing progress of his hip fracture. Orthofix was notified of this event on 7/16/2008.

Manufacturer narrative:
The preliminary eval of the info provided and the pt x-rays by the orthofix regulatory and clinical departments, together with the orthofix intl medical director, indicates that the event is most likely caused by the application of an excessive external load. This was confirmed after discussing with the surgeon who actually operated the pt involved. Pts who suffer from dementia, as is the case here, tend to be unable to partially weightbear even if they experience pain in the process. Being unable to limit weightbearing or articulate their pain, they can excessively load the device quite early causing it to fail. In this case. The excessive load made the fracture dislocate into varus. Due to the poor quality of the bone (wide femoral canal, thin cortices), consistent with osteoporosis, and to the positioning of the plate and screws which, based upon x-ray examination, seem to be incorrectly inserted, the shaft screws pulled out. This type of screw pull out is very rare and is usually related to incorrect screw insertion. Of recommends that shaft screws be inserted under power, and that the power is applied intermittently so that the surgeon can feel immediately that the screw is fully inserted. If the driver continues to turn at this point, it is inevitable that the thread in the bone is stripped, which appears evident in some of the x-ray images. Thus the event occurred due to the combination of factors including severe osteoporosis, excessive post-operative weight bearing, imperfect plate positioning, and suspect of osteolysis as a result of excessive drilling of the proximal and distal shaft screws (stripped thread). The product itself did not cause the event.